Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels and sensor. The customer states they received bad sensor alert. The customer's blood glucose level at the time of incident was 275mg/dl. The customer's levels had been as low as 50mg/dl. The customer treated the low with glucose tablet. The customer states the device went into threshold suspend. The customer declined to troubleshoot for the lows. The customer was advised the sensor would be replaced.